Event description:
Surgeon placed appendix from colon in endocatch bag. Surgeon pulled string to close bag and removed from abdomen. When specimen bag out of patient, noted to be pulled closed no appendix in bag. Separate piece of plastic noted to be at port incision, removed by surgeon. Appendix removed with a 2nd endocatch bag placed on surgical field. Surgeon on surgical field. Surgical laparoscopically irrigated and examined abdomen. No plastic found.